Event description:
It was reported that as drapes were being removed, epidural catheter was migrating out of pt's back. Md made decision to remove catheter. As catheter was removed, it appeared the end was broken. It also appeared that whole catheter was removed. As a result, an x-ray was performed in the post anesthesia care unit. After a consultation among the radiologists a CT scan was ordered. The CT scan was obtained & revealed a small amount of retained epidural catheter. Pt was informed & will be monitored. In 2007 update: catheter was used for anesthesia during surgery & to manage pain post-op, then discontinued. According to the 2007, CT scan report, "there is a curvilinear radiopaque structure lying in the dorsal aspect of the spinal canal at the level of the l3-l4 disc. This extends from the paraspinal soft tissue along the right side of the l3 spinous process into the right side of the spinal canal and then over to the dorsal aspect of the spinal canal extending up to the lower portion of the l3 vertebral body. A loop forms here which then extends from the lateral recess at l3-4. The final segment extends from the lateral recess back toward the midline and superiorly." There were no measurements.

Manufacturer narrative:
A follow-up report will be filed if more info becomes available.